Event description:
The pump IV sets have, on multiple occasions, leaked. The leaks occur as a result of a cut in the tubing located in the vicinity of the free flow control device. The IV fluid than migrates into the interior of the infusion pump. This has resulted in minor intrusions, to complete flooding of the pump. When sufficient quantities have entered the pump, the pump has failed to operate. I.e. No longer capable of pumping fluid. When the IV tubing is cut, it is not readily visible to the operator. The front door of the pump covers the site of the cut, and the escaping fluid typically enters the pump. The operator will not realize the cut has occurred until fluid starts dripping from the bottom of the IV pump case. Large quantities of IV solution inside the pump have been observed. Co is concerned of inappropriate volumes of medication being delivered to the pt. It is also possible for air to be drawn into the IV line at the cut, and continue down stream unobstructed towards the pt. The IV sys, no longer being closed, increases the possibilities of infection. No known pt injuries or negative outcomes have resulted from this failure at this time. The number of identified occurrences to date has been 33. It is very likely that this failure has occurred many more times than reported by users, or observed by biomed. Currently there are 122 pumps in use. It appears the failures began occurring september 5, 1995. Co indicates the leaks are a result of a new plastic mold being used in the mfg of the "free flow protector clip". This is causing incorrect alignment with the tube pincher valve. Co has not been able to duplicate the symptom unless the operator improperly loads the flow control device into the fusion pump. Co has observed on multiple occasions, the tubing being cut when the IV set is properly loaded. Co believes that proper loading of the IV set is not an issue, as it is an unreasonable expectation from co that proper loading of the IV set will occur 100% of the time when users are properly trained. It is co's contention the tubing must not be so fragile that perfection in the loading procedure must occur in order to maintain the integrity of the tubing. Co is intending to correct the plastic mold and replace co's existing stock with defect free IV sets by 10/16/95. Co has been very proactive in recognizing the problem and developing corrective action.